Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging cracked display. The reporter alleged the crack is in the inner display, affecting the segments, and is hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.